Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). As a result, the customer then consumed sugary beverages. Shortly afterward, they began to feel lightheaded and bloated, and also experienced changes in vision. The customer self-presented to the hospital. Upon arrival, the customer underwent an EKG, a full blood workup, and a chest x-ray. Their blood sugar level decreased to 190 mg/dl, and they were discharged the same day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of glucose trace data from the returned sensor (0pk7wulu1) was conducted that evaluated the potential causal relationship between the complaint, and the manufacture issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. In the absence of any other information, adc cannot eliminate the manufacturer issue as the potential cause. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). As a result, the customer then consumed sugary beverages. Shortly afterward, they began to feel lightheaded and bloated, and also experienced changes in vision. The customer self-presented to the hospital. Upon arrival, the customer underwent an EKG, a full blood workup, and a chest x-ray. Their blood sugar level decreased to 190 mg/dl, and they were discharged the same day. There was no report of death or permanent impairment associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). As a result, the customer then consumed sugary beverages. Shortly afterward, they began to feel lightheaded and bloated, and also experienced changes in vision. The customer self-presented to the hospital. Upon arrival, the customer underwent an EKG, a full blood workup, and a chest x-ray. Their blood sugar level decreased to 190 mg/dl, and they were discharged the same day. There was no report of death or permanent impairment associated with this event. On 17-sep-2025, additional information was received from the customer who clarified the healthcare professional (hcp) did not administer emergent treatment but only performed blood glucose testing. Therefore, the first set of MDR (ref # 2954323-2025-38561) submission on 26-sep-2025 was submitted in error.

Manufacturer narrative:
This serves as a correction report. Section b2, b5, h6 have been updated. Per additional information received from the customer. The customer clarified that the healthcare professional (hcp) did not administer emergent treatment but only performed blood glucose testing. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. A watermark was observed at the base of the sensor tail, indicating proper insertion. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of the software design and is not an indication of a product non-conformance. Functionality test will be performed on the sensor to verify if the sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); and poor solder on battery was observed upon visual inspection. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.